Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an inoperative display. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient.